Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt expired due to a long course of recurring heart failure. The pt had multiple admissions for heart failure; a ramp study was performed and there was no change in any parameters (including aortic valve opening with every beat) at speeds from 8000 rpms to 14000 rpms. There was no change in flows, size of ventricle, or septal wall movement. A decisions was made to keep the speed at 10000 rpms. The pt had been intubated for 17 days and the hospital staff decided to trach the pt prior to performing a pump exchange if they could not extubate. The pt was trached, but then became septic and died before the pump could be exchanged.